Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was: pt reports that their implantable neurostimulator (ins) will not charge unless they take battery out, then it will charge up about 30 percent then stop. They said the controller screen will go blank or go white, and they also have seen a system problem screen but doesn't remember details. Pt says this started 2-3 months ago. Pt says they haven't been able to get stimulation for about the last 3 weeks and says their feet are hurting like crazy. Pt says they talked with their manufacturer representative (rep) yesterday who told them to call patient and technical services (pats). Pt says recharger telemetry module (rtm) is intact. Controller port is darkened out. A replacement controller was sent out. Additional information was received. Pt stated that he received the replacement controller but he is still not able to connect to charge. Pt reported seeing replace battery message. Pt verified he is using the new controller and tried to connect to charge. Pt kept getting try again or poor recharge quality. Pt was able to connect briefly with excellent charge quality. Pt menti oned that he cannot close his battery in with the new controller so he swapped out the battery door from his old controller. A replacement rtm cord was sent out. Additional information was received. Pt called and stated they have received the rtm and controller but still not able to charge the ins. They are getting excellent recharging quality and recharging for 2hrs and the ins is not taking a charge. Controller continues to display "unfamiliar device found" message. The controller is showing 100% charged while on the call and ins is empty recharging excellent. Pt stated they spoke with their rep and was told to call pats. Agent confirmed pt did not have a fall or trauma. Agent reviewed the external devices are functioning as intended. Agent confirmed there is no damage on the devices. Agent recommend pt consult with their healthcare provider (hcp) for next steps.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.